Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarms are confirmed in device history file due to a broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that during the self test the insulin pump got hardware low level failure. Customer's blood glucose level was 324 mg/dl at the time of incident and the other blood glucose level was 196 mg/dl. Customer declined troubleshooting. The insulin pump will be returned for analysis.